Event description:
It was reported that the health care provider (hcp) called in february and were told to call back to troubleshoot. The patient had other health problems so they put off calling back. It was noted that the patient was not able to make adjustment both with or without the antenna attached to the patient programmer. Additional information received reported that the programmer had poor telemetry. The anomaly appeared to have occurred through product use and there was no indication of patient harm. Additional information received reported that the patient programmer was still not working. The patient was sent a new programmer and it still did not work and they were seeing the poor communication screen. It was noted that the patient had new alkaline batteries in the programmer and it was verified that the antenna was plugged in all the way. The patient tried to use the programmer with the antenna and saw the poor communication screen and tried the programmer without the antenna and still saw the poor communication screen. It was reported that the patient was not able to make adjustment both with or without the antenna attached. Analysis of the patient's original programmer found that the telemetry problem complaint was unverified. The tarnished antenna jack was replaced as a preventative measure.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 3889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead. (B)(4).